Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch facility name - (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys (B)(6) immunoassay ((B)(6)) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample was initially tested on the e801 analyzer with (B)(6) lot number 31072500 (expiration date: 30-sep-2018), resulting as (B)(6). The sample was then repeated on a cobas 8000 e 602 module (e602) with(B)(6) lot number 29520800, resulting as (B)(6). The sample was repeated on a cobas 6000 e 601 module (e601), resulting as (B)(6). The sample was repeated on an abbott architect analyzer, resulting as (B)(6). No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.